Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. Some staples were observed to be partially formed and protruding from the staple guide. A microscope examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. Replication of the reported conditions may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the staples did not form, resulting in the need to remove an extra three inches of bowel. Another anastomosis was perform with a new device to correct the issue. The patient is currently fine. Additional information has been requested but not yet received.